Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 75% stenosed lesion was located in a severely tortuous left anterior descending (lad) artery and unknown calcification. After poba was performed, the promus element 3.00x12mm stent was unable to cross the lesion. The physician removed the device from the patient and it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).